Manufacturer narrative:
Concomitant medical products: non-cfn secondary set; 50ml baxter bag 5% dextrose injection; 1 gram vial of ampicillin; 50ml baxter bag 5% dextrose injection; 2g vial of ampicillin; 1000ml b.braun bag ref l7500, lot j5s231, exp 06/2018, lactated ringer's injection; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the secondary infusion of ampicillin 1 gram in 100ml ivpb over 30 minutes was infusing too fast, and that it was back flowing into the primary IV bag. The nurse stopped the infusion and changed pumps, however she experienced the same problem on the second pump as well. The tubing was then changed and the infusion re-started on the second pump and no further difficulty was noted. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a secondary set back flow into the primary set was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component discovered 0.0143¿ and 0.00959¿ unspecified protein particulates in the diaphragm membrane, between the housing seal and the diaphragm. The cause of the check valve failure is due to protein particulates found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the protein particulates was not identified.